Manufacturer narrative:
Inspected one opened used reservoir and performed manual prime and high-pressure tests. The reservoir passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoir was connected and locked in place properly.

Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. No further information was provided.